Event description:
It was reported that the hi-torque bmw guide wire was passed successfully across the 90% stenosed lesion in the right posterolateral segment (rpls) coronary artery. A 2.75 x 15 mm promus stent was successfully deployed covering the rpls lesion, and crossing the 100% stenosed 1st right posterolateral branch. As the bmw guide wire was being withdrawn, the tip became entrapped in, and caused deformity of the promus stent. An attempt to remove the bmw guide wire caused the tip to fracture and separate. The tip of the bmw guide wire remains in the patient anatomy, as noted on x-ray. A second guide wire was advanced across the deformed stent and entangled bmw tip, and a 3.0 x 18 mm promus stent was deployed, successfully crushing the deformed stent and the bmw guide wire tip against the vessel wall. There was a significant delay in the procedure due to the need for a second stent deployment. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned. In this case, the interaction between the balance middle weight (bmw) guide wire and the implanted promus stent and the treatment appears to be related to the operational context of the procedure and there is no indication to suggest a product quality deficiency. With no indication of a product deficiency, no inventory or retain sample testing is being performed. Further testing is unlikely to confirm or replicate the reported issue. A review of the lot history record for the reported lot was performed and did not reveal any associated nonconforming material records that would have contributed to this complaint. A query of the complaint-handling database was performed and no other incidents have been reported for stent damage or damage result from other device interaction for this lot. All stent delivery system are inspected for proper stent damage. Additionally, a sampling of units is destructively tested to verify product quality prior to release of the lot. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.